Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that her personal therapy manager (ptm) will not send medicine, and she had to go to the emergency room (ER) last night due to the pain. The patient stated that the ptm communication will get to 90 percent and then stays there then "crash." The handset was showing code 338. The patient stated that she was up all night. The agent advised the patient how to reboot the handset and communicator and clear data from the handset. The patient was then able to deliver a bolus without any lag. The troubleshooting steps that were taken on the call resolved the issue.